Event description:
The customer reported that the system was beeping and will not turn on. No patient injury was reported.

Manufacturer narrative:
The ge service rep spoke with customer and instructed customer to pull the emergency shunt (shut off) button on the wall and reset the breakers. The machine is working as intended.